Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that disposable drainage catheter interface was broken and urine leaked out which easily caused infection. The issue was found when the user connected the drainage bag during pleural effusion drainage. Medical intervention for infection was unknown. Per follow up received via email on 07jul2020, it was reported that catheter was broken and the urine leaked out.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to a user related (example: contact with sharp objects/mechanical failure/operator error). The device was not returned for evaluation. The lot number was unknown and the information on the packaging lot number was not available. Therefore, the device history record could not be reviewed. The labelling review was unable to review due to the unknown product code. Although the product family was unknown, the (foley catheter) IFU's are found to be adequate based on past reviews.

Event description:
It was reported that disposable drainage catheter interface was broken and urine leaked out which easily caused infection. The issue was found when the user connected the drainage bag during pleural effusion drainage. Medical intervention for infection was unknown. Per follow up received via email on 07jul2020, it was reported that catheter was broken and the urine leaked out. Per follow up received via email on 08jul2020, there was tiny hole and not completely broken. Per follow up via email on 09jul2020, the user stated that it could cause an infection. Patient did not experienced an infection.